Event description:
Healthcare professional reported a xen®45 gts "slider not working properly" during implantation in left eye. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
Device analysis: a visual evaluation of the xen injector was performed. No damage was observed. A functionality test was performed. During the functionality test, smooth operation of the slider knob (traveling the entire distance) was observed, which meets the expected result. Slider resistance is not verified since smooth operation of the slider knob (traveling the entire distance) was observed during the functionality test. Additional, changed, and/or corrected data: d9, g1, h3, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "slider not working properly" during implantation in left eye. Surgery completed with backup device. No eye injury reported.

Event description:
Additionally, healthcare professional reported "the slider was stiff and did not slide properly."